Event description:
Following a routine hemodialysis treatment, patient described feeling bloated and went to the bathroom and observed blood in stool and urine. He did not have a fever. He did have vomiting (no blood). He presented to ed the next morning, (B)(6)2010, in diabetic ketoacidosis, he had not taken his insulin because of the gi complaints; patient was admitted to hospital with signs and symptoms of a gi bleed and hemolysis. Patient was transfused a total of 5 units of prbcs. Patient was discharged on (B)(6)2010.

Manufacturer narrative:
No problem found with returned cartridge. No problem found from testing performed on pureflow sl pak or control unit. No evidence of a device malfunction. No similar problems reported with this lot of cartridges. A direct correlation between the nxstage system one and the reported patient symptoms cannot be established. Nxstage medical considers this report closed. No additional information will be provided.